Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tray handle got stuck in the tray and we could not get it to release. It was also very slow to move, like the cylinder inside the handle had some issue. There was no problem with the tray. This instrument was not used during surgery.